Manufacturer narrative:
On 09 march 2016, the medical affairs performed a clinical evaluation and commented as follows: significant stem subsidence in a primary tha, patient information not available. It is not known if the sinking started immediately and progressively went on or if it was a rather sudden happening, from the only picture available I would be more inclined to think it was progressive. Osteolysis is visible all around the stem, there is no report of infection although the radiographic image is compatible with such hypothesis. A foreign body reaction is also possible, although very unusual with a titanium-alloy stem. From the image we cannot detect a macroscopic wear phenomenon. With the information available, no further comments. I suspect an active infection; I don't see reasons to suspect that a faulty implant originated this event. Batch review performed on 15 march 2016. Lot 120915: (B)(4) items manufactured and released on 12 june 2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Patient had a revision due to the stem subsiding about 1 inch. The stem came out easily during the revision. The surgeon decided to remove all of the hip components. The surgery was completed successfully. X-rays available. The explants will not be returned to medacta international.

Manufacturer narrative:
On 18 may 2016 it was prepared a final report with the information already submitted in the initial report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.